Event description:
A potassium result of 2.9mmol/l was reported out of the lab. The pt was treated with potassium infusion due to this low result. This treatment caused the pt to go into cardiac arrest and die.